Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - plate (locking anterolateral distal tibia plate/ unknown lot number) device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for revision surgery and hardware removal due to a non-union and device breakage on (B)(6), 2015. The original procedure to treat a distal tibia fracture was performed on (B)(6), 2014. The non-union and broken hardware were discovered on follow-up x-rays of an unknown date. Removed hardware includes: (one) locking medial distal tibia plate (intact), (one) locking anterolateral distal tibia plate (broken), (one) six-hole anterior locking compression plate (lcp) tibia plate (intact), (one) six-hole locking compression plate (lcp) and (one) 1/3 tubular fibula plate (intact), and a total of approximately (twenty) cortical and locking screws; of these approximately (eight - ten) were broken. The patient was revised to a tibia intramedullary nailing (im) nail with bone grafting from the ipsilateral femur. There were pieces of an unknown number of broken screws that were left behind in the patient. Additional x-rays were required. There was a surgical time delay reported (unknown minutes). The procedure was completed without incident. The patient status outcome is unknown. This report is 1 of 4 for (B)(4).